Manufacturer narrative:
(B)(4): evaluation: results/conclusions: (endoleak).

Event description:
An endurant bifurcated stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm, approx one month ago. The aneurysm was 88 mm long with an aortic neck that was 20 mm in diameter and 13 mm long. Vessel morphology was reported as no vessel tortuosity and little calcification. It was reported that there is a potential type IV endoleak of the endurant bifurcated main body graft, above the flow divider, that was unresolved at case completion. The endograft was re-ballooned successively but the endoleak persisted and was apparent on several different radiological views. A decision was made to leave the graft in situ with no further intervention until a planned cta f/u and re-evaluation at 30 days or less. F/u information is expected in 2 weeks. No additional clinical sequelae were reported and the pt is fine.